Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Cracked bezel. Door latch assembly- sear damaged/cracked. Case rear- damaged/cracked. Bezel assembly- lower hinge crack. (B)(4). There was no patient involvement not confirmed. Unit received unexpectedly. Ups tracking number 9622041730000779650400782767904373. Please note: at the time this notification was created, the unit is not marked prcd/received due to missing customer information. There was no patient involvement will be confirmed and noted once needed repairs are confirmed by customer and customer has been contacted. (B)(4).